Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Placeholder.

Manufacturer narrative:
This device was used for treatment not diagnosis. Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. The product development evaluation concluded the visual evaluation of the returned device identified the lever arm on the ring clamp is detached from the assembly and the mating components are missing. The design evaluation concluded the assembly lever arm is detached and the components that are present do not appear to be broken or cracked in anyway, but disassembled instead. Without the mating components an adequate assessment cannot be made on this device. The manufacturing evaluation concluded there is nothing broken off at the clamp, we found that the screw that hold the handle in position has fallen out. We are not able to determine why this screw came loose. High temperature cycles during reprocessing, insufficient application of loctite or a mechanical overload during use, which would explain the stress marks at the handle, could be possible reasons for this occurrence. There are no residues of the loctite visible at the thread, but these residues could have been washed away during the mentioned wash cycle. However, without the missing screw no final determination is possible, therefore this complaint is indeterminate from a manufacturing standpoint. Conclusion: since the mating components are missing, an adequate evaluation cannot be made deeming this complaint indeterminate.

Event description:
It was reported that a synframe holding ring was missing a screw and a small piece on a synframe ring clamp had broken off after going through the wash cycle. No patient involvement. Complaint 2 of 2 for same event.